Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that procedure was to treat an internal carotid artery. The emboshield nav6 embolic protection system (eps) was advanced and filter was deployed; however, the catheter portion of the nav6 could not be removed as it was stuck to the wire. Therefore, the wire, catheter with the nav6 filter up [open] were removed together. A second filter was used to successfully proceed with stenting and dilating the diseased vessel. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. In this case, a definitive cause for the difficulty removing the delivery catheter after deployment of the filter could not be determined. It may be possible that the delivery catheter and barewire became kinked during advancement causing difficulty while attempting to remove the delivery catheter; however, without having the device to examine, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.